Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the main seal was pinched. Analysis also found the upper case was dented, the lower case was broken, the keypad was scratched, and two case screws were contaminated. It is noted the encoder nuts were not torqued to specification. (B)(4).

Event description:
It was reported the rubber spacer was sticking out of bottom. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event.